Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 there was a loss of connection between the transmitter and smart device occurred. No additional event or patient information is available. Data was received for evaluation, but confirmation of the problem and probable cause could not be determined via data.